Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was between 45-62 mg/dl with an inability to concentrate and cognitive impairment. The reporter noted that patient remained on pump therapy, the pump¿s settings were not recently changed, and the patient did not receive treatment outside of routine diabetes management. It was reported that the pump¿s basal history correlated appropriately with the programmed basal rate. It was reported the patient had visual impairment which may have led to improper programming of a basal rate. Animas customer technical service determined the misprogramming of the pump¿s basal rate as a contributing factor to the alleged bg excursion. This complaint is being reported because the alleged hypoglycemia was attributed to use error. There was no indication or allegation of a pump malfunction.